Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during the basal delivery with multiple cartridges. Customer¿s blood glucose level was 524 mg/dl, and was addressed with an insulin injection. Reportedly, the customer reverted to manual injections for insulin therapy.